Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 21mm trifecta valve was implanted in the aortic position by non-everting mattress. A st. Jude medical sizer was used for sizing. There was no severe calcification on the aortic annulus. Annulus expansion was not conducted. Prejet and spaghetti sutures were used. It was later determined that an increasing pressure gradient was observed, as well as a tear of the leaflet. On (B)(6) 2022, a 23mm non-abbott transcatheter aortic valve was implanted via valve-in-valve procedure. No damage occurred for the device during deployment. Patient is stable. No infection was observed to the patient.

Manufacturer narrative:
An event of insufficiency due to a leaflet tear and explant of the valve was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported leaflet tear is consistent with structural valve deterioration (svd). A variety of factors may contribute to svd, including patient, biological, and implant related factors. No implant or patient related factors could be confirmed from the information received from the field as information related to implant procedure and patient condition was not provided. Biological factors which can result in tissue degeneration such as calcification (from patient conditions predisposing to elevated calcium like renal disease etc.) Or thinning of the prosthetic leaflet tissue (predisposing to leaflet tears) also could not be confirmed as the valve was not returned for histopathological examination. The device history record was also reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported event of a leaflet tear could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the patient presented with shortness of breath prior the valve-in-valve procedure. The sizing of the annular dimensions were unknown. The patient's status was reported as stable. The cause of the torn cusp was unknown. It was reported that there were no comorbidities and pre-existing medical conditions besides stenosis.